Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 2443 ml, indicating the home patient (hp) drained 2443 ml more than the largest prescribed fill volume of 2400 ml. This meant the total drain volume was 4,843 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify her of the incident of iipv that was found during the device log review. However, the nurse stated that it was a hospital device, and multiple patients had gone through it. The patient is unknown.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause for the iipv found in the logs was determined to be insufficient drain due to use error; the clinician inappropriately set the minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.